Manufacturer narrative:
The patient was born in (B)(6). The cause of this peritonitis was a use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis patient experienced a break in aseptic which resulted in the patient developing peritonitis. The breach was due to non-compliance to proper sterilization technique. The patient was hospitalized for the event. On an unreported date the patient began treatment with unspecified antibiotics. Pd therapies were maintained. Fourteen days after onset, the patient recovered from peritonitis and antibiotic treatment was discontinued. It was not reported if the patient was retrained on proper technique. The reporter declined to provide further information. No additional information is available.